Event description:
It was reported, the patient experienced a change in therapy effect. At the patient's last refill on (B)(6) 2012, it was reported, the patient had been refilled in the afternoon and the next morning she was "paralyzed" for hours and was hysterical. It was reported, the health care provider (hcp) removed all the medication and put in new medication. The patient did not call their hcp the day of the refill, "because it was a sunday." It was also reported, per the telemetry strips the patient was not due for a refill until (B)(6) 2013 however, the patient's mother had indicated the hcp's office had been calling since saturday to refill the pump. The reporter didn't know why. There were no indications that a missed refill had occurred. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).